Event description:
It was reported that the lead exhibited high thresholds and an increase in lead impedance during lead repositioning. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unacceptable threshold was confirmed in the laboratory. The cause of the event was because of a short due to the inner coil and outer coil coming in contact because of broken filars to an overtorqued inner coil by the connector end.